Manufacturer narrative:
On (B)(6) 2010 a respiratory therapist reported the inomax ds # (B)(4) was giving a failed nitric oxide (no) call error with wide fluctuations on no readings. Evaluation summary: the root cause of the delivery failure involves fretting corrosion of conducting traces in an internal ribbon cable. The fretting corrosion can cause intermittent high resistance connection to the cable's connector, causing fluctuating monitored (no) readings. The internal ribbon cable was replaced and it was confirmed the monitored fluctuating monitored no readings stopped and were corrected. It is important to note that the monitored no level would be fluctuating in this case and not the actual no delivered.

Event description:
On (B)(6) 2010, a respiratory therapist reported the inomax ds # (B)(4) was giving a failed nitric oxide (no) cell error with wide fluctuations on no readings. The device was not on a patient and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.